Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 444 mg/dl. Customer's blood glucose value was 444 mg/dl. Customer declined to troubleshoot for high readings. Customer reports connection set became disconnected and around 6am this morning because alarm went off and was about 440 mg/dl. Customer reports the infusion set tubing came apart. Customer stated the second infusion set that fell off was because of his error so didn't troubleshoot. The product was not returned for analysis